Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage had occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. During a procedure the 3.5 x 32mm synergy megatron drug-eluting stent became stuck in the guidezilla guide catheter. The stent was therefore damaged and could not be implanted. There was no harm to the patient and the procedure was completed without further issue.